Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) with ventricular tachycardia, the device's display showed vertical lines and was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing which included multiple power cycles without duplicating any malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs did not find evidence to support any malfunction occurred with the device..